Event description:
Three years later, this device was removed and returned for analysis without further allegations. Analysis will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during a follow up visit, this device displayed two years longevity remaining, however the battery gauge revealed beginning of life. The device remains implanted and in service. A technical service consultant was contacted. It was thought a device reset had occurred. A technical service consultant recommended a memory download be performed. Engineering reviewed the memory download and provided longevity information. No resets were revealed in the data. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains in service and will be further monitored in the future. No programming changes were performed. A technical service consultant recommended a memory download be performed. Engineering reviewed the memory download and provided longevity information.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.